Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-feb-2022. The device evaluation was completed on 23-mar-2022. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the dilator would not fully seat into the sheath. It was replaced and the same issue occurred. Another sheath was opened and the same issue occurred. A fourth sheath was opened and there was no issue. Procedure continued. There was no patient consequence reported. Additional information was received on the event. All of the dilators seem to be too big to fit into the vizigo sheaths. They would get halfway in and stop. The needle was never inserted. The event was assessed as not MDR reportable for resistance with sheath issues. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 23-mar-2022, the hemostatic valve was dislodged inside of the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 23-mar-2022.